Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason. It was noted that during the procedure, the tails of the artisan paddle were difficult to get into the new ipg and ended up bending and unable to complete the supposed to be ipg replacement. The physician opted to explant the ipg. Additional information was received that the reason for battery replacement was to upgrade to an MRI compatible system. The explanted ipg will bit be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason. It was noted that during the procedure, the tails of the artisan paddle were difficult to get into the new ipg and ended up bending and unable to complete the supposed to be ipg replacement. The physician opted to explant the ipg.